Event description:
The user facility reported that during preparation for use, a gastrointestinal videoscope channel was found to be blocked with a foreign object. Another similar device was used to complete the intended procedure. There was no procedural delay. There was no impact to the patient. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The device inspection found the forceps/instrument channel was blocked with the tip of a broken syringe. The channel was replaced with a new one. Additionally, service found the insulation resistance was out of specification due to damage of the cable cover. The angulation 'up' direction was out of specification due to a worn angle wire. The charged-couple device (ccd) unit was damaged. The light guide (lg) bundle was in poor condition and the lg lens was stained. The scope connector cover demonstrated damage, and the resin was deteriorated/discolored. A crease on the insertion tube and an adhesive rubber gap were observed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, possible causes may include that the staff of facility was insufficiently trained on device handling and reprocessing in accordance with IFU. A definitive root cause cannot be identified. Cleaning during reprocessing is covered in the instructions for use: 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. Feeding liquid through the instrument channel states on injection of liquid with using syringe. Olympus will continue to monitor the field performance of this device.